Event description:
The facility's system educator reported to baxter that while using a sigma pump and IV tubing, the primary and secondary were dripping simultaneously. It is unknown when this occurred. The secondary medication vanc ivpb (intravenous piggyback) was hung with the primary fluid hung on a fully extended blue extension hanger. The nurse noticed that a couple of drops of ivpb would drop, then a couple of the primary fluid would drop, and this would repeat. He raised the IV pole so the piggyback fluid was higher, but the dual dripping continued. It was reported that the ivpb was hung on the primary tubing and run in that way. There was no report of patient involvement, patient injury, or medical intervention in association with this event.

Manufacturer narrative:
(B)(4). The device used in this situation is unknown; therefore, it does not have a us 510k number. The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review could not be completed as the lot number was not provided by the customer. The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.